Manufacturer narrative:
B3 (date of event): the date listed is an estimated date, as the consumer did not provide the actual date of the event. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on an unknown date. The consumer indicated that they tested positive for covid-19 at their workplace with an unknown type of test on an unknown date. The following day, the consumer tested negative with the binaxnow covid-19 antigen self-test. The consumer reported having performed repeat testing the next day with a binaxnow covid-19 antigen self-test that generated positive results. No additional patient information, including treatment and outcome, was provided.